Event description:
After finish with a ptca, the nurse was storing the balloon catheter back in the hoop and the shaft of the balloon broke. Manufacturer response for coronary dilatation catheter, nc trek (per site reporter). Unknown at this time. Returning it for examination.